Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and exchange from textured to smooth. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade unknown. And exchange from textured to smooth. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, broken plug strap, missing part of the plug strap, yellow particles on the surface of the shell. Leak test was performed, and found opening on anterior side. A microscopic analysis was performed which identify, a striated edge opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated edge opening on anterior side assessed, as surgical damage. A sharp broken on plug strap assessed, as unidentified (tear) opening. Missing part of the plug strap assessed, as inconclusive.